Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the display on the roller pump rebooted itself by going blank and then coming back on after about five seconds. This rebooting event occurred two out of five times. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Software data logs were returned to the manufacturer's technical support for further evaluation. Investigation in process, but not yet complete.